Event description:
The 57 year old male patient had his first ipp implanted in 1984 for organic impotence. It malfunctioned and was replaced six years ago in 1987. X-rays showed loss of fluid in the cylinders and reservoir. The tubing at the balloon reservoir had broken and leaked from there.in the removal process, the tubes between the ipp's components (two cylinders, the pump and the reservoir) were cut. Visual inspection of the explanted device indicated a ruptured reservoir tubing to the pump. The rupture was at the junction where the tube and the base of the reservoir are connected. It was not assessed how the tube ruptured, e.g., it could have been bent at an angle allowing various mechanical forces to pull it apart at that point.it is difficult to assess how the tubing ruptured. Material defect or malpositioning of the tubing to the reservoir are possible candidates, among others. The device had been in the patient for six years.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, tubing. Conclusion: device failure occurred and was related to event, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.